Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. There was no evidence of the reported problem in the event log. Power down, pump turned off, pump turned on and high-pressure alarm messages were found in the pump's event logs. The reported failure was replicated. The root cause of the event is unknown. A faulty downstream occlusion sensor will be replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device beeps continuously. No patient injury was reported.

Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1-product problem.